Event description:
As reported, hemostasis achieved. Post angiogram showed occlusion at the access site with distal flow noted. Contralateral side used for access to wire the vessel. Flow noted after wire crossed occlusion. Peripheral balloon (6x20) used to dilate the area. Flow established.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The patient presented with a bmi of 44.92. The arteriotomy was 6.3mm, tortuosity present in the distal iliac, and depth measurement of 5cm + 1cm. A central positioned access was gained utilizing micropuncture and ultrasound guidance. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, hemostasis was immediate. Post angiogram revealed an occlusion at the access site with distal flow. A contralateral wire was placed, balloon inflations applied to dilate the area, and flow was reestablished. The cause of the occlusion is possibly from an occlusive dissection, or the collagen was not seated properly following deployment. Dissections are a common large bore procedural complication. However, due to no angiograms or device submitted for investigative purposes, insufficient information regarding patient conditions and environment, and initial and deployment procedures, the root cause can not be determined. The IFU warns do not use manta if the patient has marked obesity (bmi >40 kg/m2). And do not use if there is marked tortuosity of the femoral or iliac artery. An out-of-range patient bmi can potentially cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.